Manufacturer narrative:
At this time, product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and libre reader, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported that the freestyle libre reader casing was cracked, and he was subsequently unable to obtain readings. The customer lost consciousness, and had contact with a healthcare professional. The customer was diagnosed with hypoglycemia, and given unspecified IV fluids as treatment. There was no report of death or permanent injury associated with this event.